Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va06p2b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that in the last couple of months the patient started having leaking at night and had never had leaking before. It seemed like if she stays on 1 program, the therapy seemed not to be working as well. The patient needed to increase it. Last night the patient tried to adjust it and thought she had it changed, but realized this morning that it was not changed at all. The patient could not change her programmer to another setting. The patient was constantly on setting 3 and she had 4 settings. The patient's retention was going up and she was having more leaking. This issue had gradually gotten worse in the last month. The patient was used to getting down to 4-5 oz. Of fluid and now she was retaining 7 oz. The patient's appointment was scheduled in 10 days. The patient was currently on program 3 at 1.5v, but wanted to try program 1 and was switched to program 1. Later the patient had no concerns with their device or therapy. The patient saw their doctor every 3 months and they were pleased with the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.